Event description:
It was reported that the patient presented for a device upgrade and before the procedure, a high capture threshold was noted on the right ventricular (rv) lead. It was noted that the capture thresholds had continued to rise since the last in-office device check in (B)(6) 2023. The physician decided to implant a new rv lead. The rv lead was capped and replaced on (B)(6) 2024. There were no adverse health consequences, the patient was stable.